Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. During troubleshooting with tandem technical support, it was confirmed that the blockage was due to a kinked cannula. Customer's blood glucose was 347 mg/dl. Customer resolved issue by changing infusion set.